Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient experienced backup vvi - bvvi mode on their pacemaker. The patient had been undergoing proton beam radiation therapy since (B)(6) 2020. However, the bvvi mode started after the patient underwent proton beam radiation therapy on (B)(6) 2020. The pacemaker reprogrammed to normal mode after the event. The patient's condition after the event was stable.